Event description:
During a clinic follow-up, a loss of sensing, loss of capture, low pacing impedance, and pacing inhibition were observed on the right ventricular (rv) lead. During the revision procedure, insulation damage was visually confirmed at the suture point on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.